Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's system pcb and battery pins to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
The device was further evaluated and found that the battery packs in use were not fully seated. It was also found that the batteries were manufactured in 2019 and beyond their expected life. Stryker recommends replacing the lithium-ion batteries after 2 years of use.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.